Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and had high blood glucose levels of 24 mmol/l. It was reported that the cannula was bent. It was reported that the insulin pump received no delivery alarms. It was reported that the customer treated high blood glucose levels with manual injections. Troubleshooting was performed. The customer was advised to change infusion set due to bent cannula. Product is not expected to return.